Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation a definitive root cause could not be established. It is likely the following led to the malfunction: the part fixing the image sensor became misaligned due to external factor such as a bump or being dropped, but this could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use:¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope's 3d image was misaligned there were no reports of patient involvement.